Event description:
New information reported that the backup vvi mode was discovered during a clinic check on (B)(6) 2023.

Manufacturer narrative:
The reported event of device in backup mode was not confirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient's pulse generator was in backup vvi mode. The pulse generator was explanted and replaced. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.